Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A purchaser reported that during intraocular lens (iol) implant procedures, plastic shards have entered the eye when implanting the iol. There are two devices associated with these events. This report is for the cartridges.